Event description:
It was reported by the customer that a pyxis medstation es system had a keyboard with some numbers and words was not functioning properly. The customer reported that there was a delay in dispensing medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the keyboard with some numbers and words was not functioning properly. A field service engineer disconnected the the keyboard from the usb port, tightened up the usb connection and connected back into another usb port to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.